Event description:
It was reported that implantation of an impella 5.5 was aborted due to the patient's tortuous innominate artery where it connected to the aorta. Multiple stiff wires were attempted unsuccessfully to pass the pump. An impella cp was implanted instead. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the failure to advance was most likely patient condition related to the patient's tortuosity per clinical details.